Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's full-height matrix drawer would not lock. A field service engineer (fse) removed the back panel and found that the red lever had been left unlocked. The fse released the lever to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 5 was not recoverable, it requires maintenance and does not locking. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.